Event description:
It was reported, the distal electrodes detached from the super multivac 50 icw during a knee arthroscopy. The physician was not able to remove the device fragment; however, he noted the piece was behind the joint and surrounded by cartilage. A second wand (of the same lot) was opened; however, after some use, the tip of the second wand also detached. The second detached tip was retrieved. The physician was ultimately able to complete the procedure using a third wand. Although the event led to a 30 minute surgical delay, no pt complications were reported.

Manufacturer narrative:
(B)(4).